Manufacturer narrative:
In some countries outside the u.s., customer info is not provided due to privacy laws.

Event description:
A customer from (B)(6) contacted customer service about his contour ts meter. He alleged that he tested his fasting blood glucose and received a reading of 541 mg/dl. He took 8 units of insulin based on the reading and became hypoglycemic. He ate something sweet and recovered in about 20-30 minutes. On the same day, the customer received a reading of 278 mg/dl using his contour ts meter, while 2 other meters read 102 and 98 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.